Manufacturer narrative:
No medical documentation, no device, and no lot number information have been provided. No root cause can be determined and no conclusion can be drawn.

Event description:
Summons and complaint state plaintiff used the product in 2005. Plaintiff "suffered a chronic fungal corneal ulcer, for which future surgery in the right eye will be required and she will have sustained permanent injury." No medical documentation has been received.